Event description:
It was reported by service report that the head-end of would not go down, and the sensor coil cord was frayed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: frayed sensor coil cord.